Manufacturer narrative:
The reported complaint of "the fully charged autopulse li-ion battery (sn (B)(6) ran out of voltage after over 10 minutes of use on the autopulse platform (sn (B)(6) was confirmed. The returned battery failed charging in a known good autopulse multi chemistry charger (mcc) and a red led light flashing was lit after charged attempt. The probable root cause for battery failure was undetermined. No physical damage was observed on the returned battery and no led lights were lit on incoming inspection. Archive could not be downloaded. The battery failed charging in a known good autopulse multi chemistry charger (mcc) and a red led light flashing was lit after charged attempt. The mcc showed a fail "x" (red led) which indicated that the battery was disabled.

Event description:
During patient use, the fully charged autopulse li-ion battery (sn (B)(4)) ran out of voltage after over 5 minutes of use on the autopulse platform (sn (B)(4)). Another fully charged autopulse battery (sn ((B)(4)) was used to continue with treatment and after over 10 minutes, same issue happened, the autopulse li-ion battery ran out of voltage. No consequences or impact to the patient. Please see the following related MFR reports: MFR 3010617000-2023-00126 for the autopulse li-ion battery (sn (B)(4)) and MFR 3010617000-2023-00178 for the autopulse platform (sn (B)(4)).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.